Event description:
During the pta treatment procedure, resistance was encountered withdrawing the sasuga ham pta balloon dilatation catheter. The physician felt friction during advancement of the device over a radifocus gt guidewire. Following one inflation of the balloon, the device became stuck on the guidewire. The balloon catheter and guidewire were removed as a unit. The patient's condition was reported as 'no complications, good.'